Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 was failed. The customer reported that there was a delay and occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 was failed. The customer reported that there was a delay and occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was clicking and requires maintenance. A field service engineer (fse) ran the hardware test application (hta) and observed that the door was opening and clicking repeatedly. The latch column was removed, and all latch connections were cleaned, crimped, and reseated. The conductive grease was applied to the connections. Despite these efforts, the door continued to fail in hta. The fse replaced the door controller board and retested, resulting in the door functioning correctly. While testing the second tower, the same issue was found on door 3. The door controller board for door 3 was also replaced, and testing confirmed the door was operational. The system functioned as intended after the field service engineer repaired the device.